Manufacturer narrative:
This report is filed, march 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced bleeding and crusting at the abutment site and was prescribed antibiotic ointment (date not reported). The implanted device remains.